Event description:
Late 80¿s female with history of chronic heart failure, atrial fibrillation, and recent jaw pain and shortness of breath. Procedure: l heart cath, l & r coronary angioplasty. Shen the sheath was removed from the box and the packaging, there was a white material stuck on the sheath. No used on the patient. Manufacturer response for 6 french prelude ideal radial sheath, (brand not provided) (per site reporter). Will obtain.